Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress within the system controller was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no log files from this controller were provided. Available information for this event indicates that the patient¿s driveline had fluid on it after being disconnected from controller (B)(6) (evaluated separately); however, the fluid was not cleaned prior to connecting the driveline to controller (B)(6) due to the patient appearing symptomatic during the reported controller exchange. It was also stated that the symptoms resolved within a few moments. This information suggests that fluid from controller (B)(6) may have been transferred to controller (B)(6); however, questions regarding controller (B)(6) and its return status were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the system controller exchange, a green liquid goo was noted on the driveline itself. The patient had not experienced any driveline alarms and was symptomatic with the exchange. Therefore, the driveline was not cleaned off prior to inserting it into the new controller. The patient experienced dizziness and a headache with the exchange, but symptoms resolved after a couple moments. Technical services stated that the foreign substance on the modular cable distal end connector likely transferred to the new controller. The customer was instructed to replace the controller again as well as the modular cable to make certain all the foreign substances was removed.